Manufacturer narrative:
The device was returned inserted through the 16fr esheath. The returned device was visually examined, and the following was observed: crimped valve exposed through sheath, with three valve struts bent outwards at the outflow side. The valve was then expanded, and it was observed that the frame was distorted and multiple bent struts remained. Due to the nature of the event, no applicable functional or dimensional testing was performed. Imagery was provided for review, and the following was observed: non-coaxial alignment between the valve and flex tip of commander delivery system when advancing through esheath on procedural fluoroscopy. Multiple valve frame struts appeared bent outwards protruding from the esheath liner after device removal. A device history record review was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed, and no deficiencies were identified. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve frame damage was confirmed based on evaluation of the returned device. In this case, the patient's access vessel had presence of calcification. The presence of calcification can create challenging pathway during delivery system advancement and retrieval, leading to resistance. Per the evaluation of the returned device and provided imagery, the bent struts were at the valve outflow side. It is possible difficulty was encountered during delivery system retrieval so additional manipulation was applied to overcome the resistance and damage the strut at the valve outflow. The available information suggests that patient factors (calcification) and procedural factors (device manipulation, withdrawal of crimped valve) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Event description:
As reported from canada by our edwards lifesciences affiliate, a patient was undergoing transcatheter aortic valve replacement procedure with a 29mm sapien 3 valve by transfemoral approach. The commander delivery system was unable to be advanced through the esheath. Under fluoroscopy, it was observed that the valve was protruding trough the split liner of the esheath. The devices were removed as a single unit. Following retrieval, bent valve struts and soft tissue were seen on the protruding portion of the sapien 3 valve. A second set of devices was prepared, and the valve was deployed without issue. After valve implantation, vascular surgery was performed to repair the damaged artery. The patient was in stable condition post-procedure.